Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if he recalls any significant events leading to the alarm and said no. The customer was already disconnect from the insulin pump. The customer does not use sensor feature on the insulin pump. The patient was able to complete the rewind sequence. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.